Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between february 24-25, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set under-infused. On the day of the event at 01:00 during a total parenteral nutrition infusion (tpn), the clinician observed there was ¿too much¿ tpn remaining in the bag. The unspecified infusion pump was changed twice. The solution set was flushed; no leaks were noted and all clamps unlocked. The pump was noted to be running at a slower rate than the programmed rate of 253ml/hour. At 06:00 allegedly there should only have two hours left of the infusion; however, ¿half of the bag¿ remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.